Event description:
Pt reports feeling very short of breath. Pt reports being hospitalized at (B)(6) hospital (B)(6) 2024 - (B)(6) 2024 due to severe shortness of breath and low blood oxygen levels. Onset/resolution dates/status of symptoms is unknown. Md office is aware. Pt reports their winrevair dose was administered (B)(6) 2024 at 10am their local time by an rn at the md office. Pt reports that 1 hour later they experienced persistent severe drowsiness/ lethargy. Pt states their drowsiness may be associated with their heart condition. Pt also reports experiencing low blood pressure, low heart rate, and chest pain that they suspect to be due to anxiety. Pt reports sleeping on their arm with sq site and received an occluded alarm, however pt was able to successfully troubleshoot and reports the medication is delivering. Pt was very emotional and reports difficulty breathing. Rph advised the pt to call 911 or go to the nearest ER for immediate medical attention. Pt states their partner is beside them and aware of their medical status. Rph advised pt to monitor their breathing status and if their breathing worsens then they are required seek immediate medical attention. Pt agreed to go to the ER if their breathing worsens. Pharmacy will notify the md office. No further info, details, or dates available. Sq remunity pharmacy fill pt. Pt started using remunity device (B)(6) 2024. It is unknown when pt began winrevair maintenance dosing as this pharmacy has only dispensed maintenance dosing for pt.